Manufacturer narrative:
We received the catheter as a sample. The catheter tube was shortened to approx. 17 cm. Flushing the catheter shows a leakage at the fixation wing. The microscopic examination shows that the catheter tube was partly torn out at the junction of the catheter and fixation wing. The surface of the broken area is rough, which is a typical sign for the effect of excessive tensile stress. From previous complaints we learn of various possible causes of a tensile fracture: dressing change: in some instances the catheter can become adhered to the dressing and additional pulling is required to free it, placing stress on the line resulting in a tensile fracture. Routine care: when lifting the baby to change bedding. Movement: the baby themselves catching the line, normally with a foot, during movement. We didn't get informed whether the customer used alcohol-based or water-based chlorhexidine. There is a statement in our product's IFU: "be aware that organic solvents such as alcohol or acetone may interact with catheter material and weaken it." And "avoid any contact of the catheter tubing to alcohol containing disinfectants. This may irreversibly damage the catheter. We could not check the batch history records as no batch number had been provided. Each catheter is flow and leak tested during production. The tensile force of the catheter components is randomly checked. Visual tests and incoming goods inspections are carried out. There are three further complaints regarding a leaking catheter at the junction on code 4g07125235 within the last three years. No further corrective action initiated by quality management as the catheter worked well for 22 days, and there are no indications of a manufacturing fault. Corrective action: no further corrective action will be initiated by quality management at this time as the catheter worked well for 22 days, and there are no indications of a manufacturing root cause. However, both vygon USA and germany will continue to monitor this issue.

Event description:
PICC was inserted on (B)(6). On (B)(6) during a routine dressing change excess fluid was discovered and dressing changed. Later on during the same day, (B)(6): the dressing was soaked again and dressing was changed again. It was at this time that clinical staff witnessed the leak in this PICC line between hub and catheter portion. Vygon PICC line was removed at that time. PICC had 22 days of satisfactory infusions before the leak began. Typical dressing change protocol had been used, nothing new was introduced into that process.

Manufacturer narrative:
The failed device will be returned to vygon for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion

Event description:
PICC was inserted on june 7th. On june 29th during a routine dressing change excess fluid was discovered and dressing changed. Later on during the same day, june 29th - the dressing was soaked again and dressing was changed again. It was at this time that clinical staff witnessed the leak in this PICC line between hub and catheter portion. Vygon PICC line was removed at that time. PICC had 22 days of satisfactory infusions before the leak began. Typical dressing change protocol had been used, nothing new was introduced into that process.